Event description:
It was reported that the device powered on but subsequently emitted an unusual noise and then went entirely blank or black, failing to turn back on.

Manufacturer narrative:
It was reported that the device powered on but subsequently emitted an unusual noise and then went entirely blank or black, failing to turn back on. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.